Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device is not being returned, therefore is unavailable for a physical evaluation. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed 2 dis-similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during primary meniscal repair surgical procedure, it was observed that the needle of a truespan device broke. The device had reportedly been inserted in the patient¿s knee as intended but when the applicator was pulled out of the patient, the needle came with it. It was further explained that there were no fragments left in the patient; when the applicator was pulled out everything came out of the knee. An identical device was available and used to successfully complete the surgery with no additional intraoperative events. There were no surgical delays and the device breakage had no impact on the surgical a procedure. The patient was reported to be stable at the end of the surgery. The broken device was discarded; as such it is not available for investigation. It was reported that the needle was swedged to the applicator. It was reported that the needle broke from the applicator at the needle white rubber junction when trying to get applicator under the femoral condyle. It was reported that the joint was extremely tight. It was reported that the needle was still attached to the applicator. It was reported that there were no loose pieces; therefore, no retrieval was needed. It was reported that the tip of the needle was still in scope view. It was reported that the surgeon did not use a probe. It was reported that the failure occurred with the third implant. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.